Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml at 702 mcg/day) via an implantable pump for intractable spasticity. It was reported that a programming error occurred. The healthcare provider (hcp) stated that pump contained 2000 mcg/ml baclofen but it has been programmed as 1000 mcg/ml since it was filled in october. The hcp noted that the patient was fine but would like to correct the programming. The troubleshooting steps that were taken on the call resolved the issue. Additional information received from the hcp stated they would like assistance with programming the pump today to accurately reflect what the patient has been getting with the 2000 mcg/ml concentration. Technical services walked hcp through steps to program and update the pump. The hcp confirmed patient has been on flex mode and they would like to keep that infusion. The hcp stated they were able to update the pump successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.